Event description:
The customer reported obtaining falsely high tropnin I duplicate results on a patient sample (mean valve 0.330 ng/ml.) The results were questioned and the same sample was tested again in duplicate and normal values were obtained. An elevated result of the magnitude observed might initiate a cardiac cathetertization. There was no report of patient harm as a result of this event.